Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, dust was discovered inside the block and on the blades of the cooling fans. Moreover, it was noticed that the xenon lamp was found as a non-designated olympus lamp however; no other non-olympus parts were found. Furthermore, the chassis was found deteriorated by rust and the power switch was defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, "error code b30¿ was reproduced. The cause of the phenomenon was determined to be due to corroded output socket which was attributed to improper use. It was deduced that an insufficient wiping and drying of the endoscopes connector before insertion may have caused corrosion over time. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.